Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed, but updated data is not available at this time as the patient was not being remotely monitored. Evidence suggest that the patient was provided with a remote communicator in order to send in data for the premature battery depletion (pbd) analysis. At this time, no further information is available. The device remains in service and no adverse patient effects have been reported. Additional information was received. Evidence suggests that at this time, the facility is not planning on sending device data to ts in order to perform a pbd analysis. No adverse patient effects were reported.